Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy. A replacement pump was sent to the customer to resolve the issues. There was no reported impact to customer's blood glucose level.